Event description:
The customer reported that her blood glucose ranged from 300 mg/dl to high (>500 mg/dl), that she could feel insulin leaking onto her clothing, and that the pink slide insert did not move into the viewing window.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided.